Manufacturer narrative:
H3: analysis of the pump found no anomaly. H11: interrogation of the pump upon receipt indicated the pump was used to deliver saline 1.0mg/ml at 0.0481 mg/day medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the patient did not get relief from their pump for the past few years and they wanted it explanted. There was not anything wrong with the functioning of the pump. There were no environmental/external/patient factors that may have caused or contributed to the event. The patient's pump was explanted and the proximal end of the catheter was sutured to close off. The catheter was left implanted. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were unknown.